Event description:
New information received notes that the patient presented in clinic for reassessment. The pocket site was improved, and antibiotics were prescribed.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon site inspection, it was found that the implantable cardioverter defibrillator (ICD) pocket was swollen and bruised. Patient medication was modified and adjusted. Patient condition was stable.